Event description:
It was reported to philips that the external paddle set was scratched. There was no reported patient involvement. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.